Manufacturer narrative:
The complaint investigation for false nonreactive architect hbsag qualitative ii results included a search for similar complaints, and review of complaint text, trending data, labeling, device history records, field data review, and inhouse testing. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review on lot 20285fn00 did not show any non-conformances, potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Customer field data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 20285fn00 is within the established control limits. Therefore, no unusual reagent lot performance was identified. A retained reagent kit of the complaint lot (20285fn00) was tested in a sensitivity setup. All specifications were met, indicating the lot is performing as expected. Based on the investigation, no systemic issue or deficiency of the architect hbsag qualitative ii for reagent lot number 20285fn00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 2g22 has a similar product distributed in the us, list number 4p53.

Event description:
The customer observed a potential (B)(6) architect (B)(6) qualitative ii result for one sample. An initial (B)(6) architect (B)(6) qualitative ii result of (B)(6) was generated. The customer performed repeat testing in duplicate per the package insert along with the architect (B)(6) qualitative ii confirmatory assay. The repeat testing generated (B)(6) results of (B)(6). The confirmatory assay was confirmed (B)(6) with an initial result of (B)(6) and a repeat result of (B)(6). The customer is uncertain on which assay is correct. No impact to patient management was reported.